Event description:
Event description guidant received information from the legal department that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) filed a claim for injures suffered due to the defective nature of this implant.